Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level while using a non-tandem infusion set. Bg value was 545 mg/dl. Customer declined to provide any additional information including infusion set brand. Clinical support made multiple attempts to follow up with the customer; however, a response was not received.